Manufacturer narrative:
The initial reported event of fracture with oversensing and inappropriate shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 23.8 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular lead was removed and replaced due to suspected fracture. No patient complications were reported as a result of this event. (B)(6) 2011 it was also reported that the patient was seen in the emergency room (ER) for shocks due to oversensing. No further patient complications have been reported as a result of this event. (B)(6) 2011 a lawsuit alleges "that this is a products liability case, which arises out of the failure of the lead wire connected to plaintiff's implantable cardioverter defibrillator..." The ICD began firing repeatedly for no reason, sending numerous high-voltage electrical shocks to his heart. That upon information and belief, plaintiff's doctors determined that the inappropriate electrical shocks from the ICD to plaintiff's heart occurred because the conduction wires in plaintiff's ICD lead had fractured. Event description continued in notes: